Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the keypad buttons were unresponsive after exposure to water. The reporter noted that there was moisture behind the display screen and denied any damage to the rubber keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, the keypad was removed and no damage was found. A leak test was performed and damage to the pump casing and a case seal leak were found. Moisture was visible behind the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.